Manufacturer narrative:
Ortho-clinical diagnostics quality assurance performed retain testing to confirm the reactivity of the fya antigens. Satisfactory results were obtained. Customer extended incubation time-from 15 minutes to 30 minutes. All homozygous fya+ cells reacted.